Event description:
My daughter uses a dexcom g7 continuous glucose monitor in a closed loop system with the tandem mobi insulin pump. The numbers produced by the dexcom device must be accurate to ensure she does not receive too much or too little insulin. During the first few hours of a new device, the numbers can be a bit off, but more like 40 or less. Our experience has been that within a couple of hours it is accurate to within 10. On (B)(6)2024, we changed her dexcom unit. It was off by 60-100 points, even after multiple calibrations, causing multiple false low alarms and halting her insulin. We noticed the sensor also had cause a decent amount of bleeding, soaking into much of the over patch. After a few hours we called dexcom and were told to replace the sensor. This repeated with two more sensors. At that point, we had depleted all three of our monthly sensors. I noticed that each one had been from the same manufacturing facility, on the same day, and with the same lot number. ((B)(6), (B)(6) 2024, lot #: 2409034290). We went to a different pharmacy to get another cgm with a different lot number. It also did not work, but instead of bleeding and lows, it is registering 60-120 points over the actual number. The lot number is different, but it was also manufactured in (B)(6) on (B)(6). Dexcom keeps telling me it's not something they need to recall. They are replacing the devices (3-5 business days they tell me), but I think there must be a significant problem with quality assurance at that facility for this to happen. We have a lot of experience using the dexcom g7 and the mobi insulin pump, so it is not user error. We have had to go to finger pricks and manual insulin dosing through the pump due to these malfunctions. Reference reports#: mw5161792, mw5161793, mw5161795.